Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted as part of a whole system explant due to occlusion at the right subclavian vein and was referred for system explant. The right ventricular (rv) lead was showing high impedances and high pacing thresholds so the venogram was performed, showing the occlusion and indication of explant from the physician. No additional adverse patient effects were reported.